Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed cuts in the insulation made during the explant procedure. The coil was deformed at the site of the cuts. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. An echocardiography revealed the rv lead had perforated the patient's tissue. As result, the patient underwent a pericardiocentesis and the lead was explanted. A new rv lead was implanted during the procedure. No additional adverse patient effects were reported.